Event description:
It was reported that can't get the blade out. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: could you please provide more details to "can't get the blade out"? Device cannot cut tissue smoothly. Dull knife and irregular cut line was note. Staple was not formed properly. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. 3. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Cut line is dull knife and irregular. 4. Was there any difficulty opening the device? Unknown . Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection testing was conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.